Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient was having head aches that were pretty consistent. Nothing relieved them. The patient used ice packs. They had tried painkillers and it didn't help. The patient was checked for a sinus infection and put on antibiotics. The patient saw the neurologist last week and they were requesting an MRI. Clarification from the patient services agent showed that the patient's headaches started a couple months ago, but stated that they seemed out of the blue. There were no further complications reported.